Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010, during the same surgery the patient was re-implanted with another device. This report is filed (B)(6), 2011.

Event description:
Per the clinic, the patient achieved minimal progress since implantation. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported that during a mastoid surgical procedure that the bur was dull. It was also reported that there was no injury to the patient as a result of this event. It was further reported that another bur was readily available and the procedure was completed successfully.